Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2022, with the implantation of an alto abdominal stent graft system. Approximately two (2) years after the initial procedure, during a routine follow-up, a possible type 1b or type ii endoleak was reported. The physician plans to perform angiography and address the suspected leak with a limb extension. The patient is currently asymptomatic and is being monitored pending re-intervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the indeterminate endoleak was determined to be a type ib endoleak of the right common iliac artery. The additional endovascular procedure complaint is confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 22.8mm that was not included in the event as reported. The aneurysm enlargement was discovered during review of the computed tomography scan dated (B)(6) 2025. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. There was concomitant product usage of a non endologix stent in the right common iliac artery at the index procedure. This did not appear to contribute to the reported event. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to ae ¿ updated. B5: describe event or problem ¿ additional. G3: awareness date ¿ updated. H6: health effect - impact code ¿ remove 4614. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11. H10/11: additional manufacturer narrative - updated.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2022, with the implantation of an alto abdominal stent graft system. Approximately two (2) years after the initial procedure, during a routine follow-up, a possible type 1b or type ii endoleak was reported. Reintervention was completed on (B)(6) 2025 with the implant of an ovation ix iliac limb.